Manufacturer narrative:
The tech replaced the printed circuit board and cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that fluid got on the printed circuit board, resulting in fluid ingress.